Event description:
Report received of a hole in the tubing by the stopcock. The customer reports that the disposable transducer pressure monitoring set was connected to an arterial catheter of an adult pt who just came from surgery. As soon as the tubing was connected to the pt, it was reproted that the nurse noted leakage of saline solution from an area near the proximal stopcock and a bleed back. The disposable transducer pressure monitoring set was immediately exchange for another one. It was reported that the arterial line remained patent and the new set worked "fine". There was no report of an adverse pt event.